Event description:
Complainant indicated that during a routine shift check by a clnician the device's manual mode key swtch is loose and pulls out completely. Complainant indicated that there was no pt involvement in the reported malfunction.